Event description:
It was reported that the bd 20 ml bd luer-lok¿ syringe sterile, single use had a broken plunger rod. The following information was provided by the initial reporter: the batch of bd 20 ml luer lock syringes that we have in stock appear to have quality control issues. One had a shattered plunger,

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 14jul2023. H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 2298739. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.4. The initial reporter also notified the FDA on 18-may-2023. Medwatch report # mw5117756. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20 ml bd luer-lok¿ syringe sterile, single use had a broken plunger rod. The following information was provided by the initial reporter: the batch of bd 20 ml luer lock syringes that we have in stock appear to have quality control issues. One had a shattered plunger.